Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). G8: adverse event term: hemorrhagic cva.

Event description:
The distributor contacted berlin heart (B)(4) on december 5th, 2018 to report that a patient supported in the lvad configuration with the excor blood pump had a hemorrhagic stroke and died on (B)(6) 2018. There will be no more information on this case because of the new (B)(6) data privacy law. Berlin heart is in negotiation with the (B)(4) distributor to get a written agreement, to determine which data will be needed for future cases; until then most patient data from (B)(6) will not be transmitted to berlin heart.